Manufacturer narrative:
The device was received at boston scientific for analysis. During product analysis, the irrigation extension tubing was found partially detached/separated from the luer fitting at the adhesive joint. Therefore, the reported complaint is confirmed. Boston scientific manufacturing processes include extensive inspections to ensure that all finished devices meet specifications.

Event description:
During a paroxysmal supraventricular tachycardia (psvt) procedure, an intellatip mifioi catheter was selected for use. It was reported that the irrigation was cut. A different catheter was used to complete the procedure. No patient complications were reported.

Event description:
During a paroxysmal supraventricular tachycardia (psvt) procedure, an intellatip mifioi catheter was selected for use. It was reported that the irrigation was cut. A different catheter was used to complete the procedure. No patient complications were reported.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.